Event description:
It was reported by patient's counsel as a result of a legal claim that allegedly the patient underwent left tha on (B)(6) 2009, and was implanted with an lift v40 cocr femoral head and accolade tmzf hip stem requiring revision surgery on (B)(6) 2022, due to alleged acute onset of pain. Revision operative report states "the trunnion had been completely worn down to a point and there was a loose metal fragment also in the acetabulum."

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.